Manufacturer narrative:
Section d3, g1: updated information. Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4: lot number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D9 and h3- percutaneous lead received only. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had speed drops while connected to the power module at home. A tear to the driveline sheath was also noted with exposed wires. The log file captured 2 pump stops and 11 low speed advisories on (B)(6) 2023. The two pump stops were the result of a driveline disconnect. These issues only appeared to be occurring while the patient was connected to the power module. The patient was asymptomatic. It was later communicated that the driveline was repaired without issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low speed and pump stop events while the patient was connected to the power module. Although the evaluation of the replaced external portion of the driveline did not confirm an issue that could have contributed to these events, based on previous complaint history, the abnormal pump operation appeared to be consistent with potential driveline wire compromise. Additionally, the reported damage to the outer jacket of the patient¿s driveline was confirmed. A distal-end driveline replacement was performed on (B)(6) 2023 and approximately 17¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Two tongue depressors were secured with gauze tape approximately 0.5¿ ¿ 6.5¿ from the metal connector. Upon their removal, layers of tape were observed approximately 1.5¿ ¿ 4.5¿ from the metal connector. Removal of the tape confirmed damage to the outer silicone jacket approximately 2¿ ¿ 4¿ from the metal connector. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The patient remains ongoing on heartmate ii left ventricular assist system (lvas) and no further related events have been reported at this time. The relevant sections of the device history records and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # 2916596-2023-07588.